Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) perform vertebroplasty with kit confidece and kit perimeter, the dr passes the needle through the left pedicle of the vertebra, takes x-rays to verify position and proceeds to pass manual drill, then passes the mesh perimeter kit and finally the doctors proceed to inject cement with the confidence kit hydraulic pump, before the cement frages remove the mesh, and proceed to remove the needle. When doing this, the needle is observed with a lot of resistance to get out of the pedicle, dr. Iris tries to remove it by applying moderate force and only half of the needle comes out, the other half is implanted in the pedicle of the patient because the needle breaks. Patient consequence?: yes. Patient consequence description: the patient is left with half the needle inside the pedicle of the vertebra. Action taken for procedure: send the report of the adverse event. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes. Product: 283922000, lot: 5218767.